Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise episodes were recorded on the right ventricular lead. The patient was working on a car battery at the time of the event. The electrocardiogram looked like emi (electromagnetic interference). The noise episodes were not reproducible. No programming changes were made as the patient was stable and did not have any issues.